Event description:
It was reported during an ablation procedure air bubbles were noted coming from the hemostasis valve of a swartz braided introducer. The physician placed the introducer with the dilator into the patient and aspirated the side port with a syringe when he noted air bubbles coming from the hemostasis valve. The sheath was exchanged and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.